Event description:
A report was received that the patient's ipg revealed a 10h0 error code. A bsn sales representative attempted several times for a firmware upgrade but was unsuccessful. An ipg replacement was recommended.

Manufacturer narrative:
Correction/removal reporting # z-0960-2008 z-0961-2008. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively.

Event description:
A report was received that the patient's ipg revealed a 10h0 error code. A bsn sales representative attempted several times for a firmware upgrade but was unsuccessful. An ipg replacement was recommended.

Manufacturer narrative:
Device evaluation indicated that the complaint regarding an error code was confirmed. (B)(4). The error code (B)(4) resulted from seeprom 1 data corruption.

Event description:
A report was received that the patient's ipg revealed a 10h0 error code. A bsn sales representative attempted several times for a firmware upgrade but was unsuccessful. An ipg replacement was recommended.

Manufacturer narrative:
Additional information was received that the patient's ipg could no longer communicate with the programming computers. It was believed to be related to the progressive updates of software which was never had done to the ipg.

Event description:
A report was received that the patient's ipg revealed a 10h0 error code. A bsn sales representative attempted several times for a firmware upgrade but was unsuccessful. An ipg replacement was recommended.